Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - medium and the biosense webster inc, (bwi) product analysis lab observed that the hemostatic valve separated. Initially, it was reported that the dilator was too loose and there was a visual kink on the distal end of the dilator. The dilator may have been larger than expected. The vizigo sheath was replaced, and the procedure was continued. No adverse patient consequences were reported. The dilator damaged issue was assessed as not MDR reportable. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, is remote the resistance with sheath issue was assessed as not MDR reportable. Interference or friction between devices is a known occurrence. If resistance is encountered, the system may be withdrawn as a unit. This is a common practice during procedures. Since the vast majority of ep procedures utilize multiple device exchanges, an increased potential for patient injury is remote. This event is being reported because the biosense webster inc, (bwi) product analysis lab completed the analysis on the photo provided and found that the hemostatic valve separated. This finding was assessed as MDR reportable. Therefore, the awareness date for this reportable lab finding is 07-jan-2022.

Manufacturer narrative:
The photo analysis was completed on 07-jan-2022. A picture showing a partial image of the dilator and partial image of the device was received for analysis. The photo did not provide sufficient information related to the reported event; however, it was observed that the hemostatic valve separated. This condition could cause resistance; however, it could not be concluded. The customer complaint cannot be confirmed based on the photo provided. A device history record evaluation was performed for the finished device 50000018 number, and no internal actions related to the reported complaint condition were identified. The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The device evaluation was completed on 15-feb-2022. It was reported that a patient underwent an atrial fibrillation (afib) procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - medium and the biosense webster inc, (bwi) product analysis lab observed that the hemostatic valve separated. Initially, it was reported that the dilator was too loose and there was a visual kink on the distal end of the dilator. The dilator may have been larger than expected. The vizigo sheath was replaced, and the procedure was continued. No adverse patient consequences were reported. The dilator damaged issue was assessed as not MDR reportable. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, is remote. The resistance with sheath issue was assessed as not MDR reportable. Interference or friction between devices is a known occurrence. If resistance is encountered, the system may be withdrawn as a unit. This is a common practice during procedures. Since the vast majority of ep procedures utilize multiple device exchanges, an increased potential for patient injury is remote. This event was reported because the biosense webster inc, (bwi) product analysis lab completed the analysis on the photo provided and found that the hemostatic valve separated. This finding was assessed as MDR reportable. Device evaluation details: a picture showing a partial image of the dilator and partial image of the device was received for analysis. The photo did not provide sufficient information related to the reported event; however, it was observed that the hemostatic valve separated. This condition could cause resistance; however, it could not be concluded. The product was returned to biosense webster inc. (Bwi) for evaluation. Bwi conducted a visual inspection and functional test of the returned device. Visual analysis of the returned sample revealed some bents on the vessel dilator. The brim cap and the hemostatic valve were found in good condition. No kinks were observed in the shaft of the vizigo¿ sheath. A functional test was performed, in accordance with bwi procedures. The vessel dilator and stsf catheter were introduced into the vizigo¿ sheath and some resistance was felt during the testing. The outer diameter (od) vessel dilator was measured, and it was within specifications. A device history record evaluation was performed for the finished device 50000018 number, and no internal actions related to the reported complaint condition were identified. According to the odp (optimal performance guide), there are some precautions on inserting the dilator into the vizigo sheath: prior to inserting the device into the patient, pre-assemble sheath, dilator, and stylet on the table. Advance the needle through the dilator and check for excessive resistance as the tip of the needle advances through the curvature of the sheath/dilator assembly. If resistance is encountered, do not use excessive force to advance or withdraw the catheter through the sheath. Additional investigation was initiated to address the root cause for the resistance to sheath issues. Explanation of codes: investigation findings: material and/or chemical problem identified (c06)/ investigation conclusions: conclusion not yet available (d16) were selected as related to the resistance with sheath. Investigation findings: mechanical problem identified (c07)/ investigation conclusions: cause not established (d15) / component code: guide (g04061) were selected as related to the dilator damage. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).